Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer reloaded the cartridge and subsequently received a minimum fill notification after filling a cartridge with 240 units of insulin. Reportedly, customer loaded a new cartridge and the fill estimate remained inaccurate. Customer's blood glucose level was 189 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.